Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009741 in question was manufactured at the reynosa site. DHR review: the lot 6009741 was manufactured according to the work instruction (wi) version 98 and manufactured in the machine multivac 14 on 12/nov/2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4k02955 was manufactured according to the work instruction (wi) version 34 and manufactured in the machine ls24 and ls25, on 09-nov-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4k02940 was manufactured according to the work instruction (wi) version 34 and manufactured in the machine ls06 and ls07, on 06-nov-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4k02956 was manufactured according to the work instruction (wi) version 34 and manufactured in the machine ls24 and ls25, on 12-nov-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k05296 was manufactured according to the work instruction (wi) 4905294 version 65 and manufactured in the machine sc05 and sc06 on 11/nov/2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4k02898 was manufactured according to the work instruction (wi) version 37and manufactured in the machine p03 on 01/nov/2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4k02899 was manufactured according to the work instruction (wi) version 37 and manufactured in the machine p03 on 01/nov/2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4k05766 was manufactured according to the work instruction (wi) version 37 and manufactured in the machine p09 on 08/nov/2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4k05768 was manufactured according to the work instruction (wi) version 37 and manufactured in the machine p03 on 12/nov/2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4k05769 was manufactured according to the work instruction (wi) version 37 and manufactured in the machine p03 on 12/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.